Event description:
Technician said this bed had no head up.

Manufacturer narrative:
Technician found fluid ingress on the right ucm board. Technician replaced the right ucm to repair this bed. Tsr said nobody was hurt. Bed was in the repair shop.